Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3, reference MFR. Report#1627487-2018-05649. Reference MFR. Report#1627487-2018-05648. It was reported the patient developed an infection at the ipg site. Reportedly, the wound was washed and the issue treated per hospital protocol. In turn, the dbs ipg and extensions were explanted and replaced with new models on (B)(6) 2018. Follow-up identified the patient was not hospitalized for the issue; however, the issue has currently resolved.